Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification during the load process. Reportedly, the customer used an insulin pen to fill the cartridge and loaded the cartridge with 290 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a cartridge successfully.